Manufacturer narrative:
Results: the jet7 was kinked approximately 38.5, and 90.5 cm from the hub. The jet7 was ovalized approximately 52.0, and 116.5 cm from the hub. The jet7 was fractured approximately 92.5 cm from the hub. Conclusions: evaluation of the returned jet7 confirmed that the catheter was fractured. If the catheter is forcefully advanced against resistance, damage such as a kink and subsequent fracture may occur. Further evaluation revealed kinks and ovalizations. This damage may be incidental to the reported complaint. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), a velocity delivery microcatheter (velocity), a neuron max 6f 088 long sheath (neuron max), and a guidewire. During the procedure, while advancing the jet7 through the neuron max using the velocity and guidewire, the physician experienced resistance and subsequently, the jet7 broke at the midshaft approximatively halfway into the neuron max. Therefore, the jet7 was removed. The procedure was completed with one pass using a new jet7, the same velocity, guidewire and neuron max. There was no report of an adverse effect to the patient.